Event description:
Inferior vena cava (ivc) filter retrieval procedure was being performed. Prior to a different ivc recovery system failing, a merit en snare device was then placed into the ivc to attempt retrieval however again, this did not engage the filter tip. The decision was made to direct a wire to contralateral side of the filter thus passing along the filter tip. The retrieval device was removed and multiple combinations of wires were evaluated to pass the wire through the filter. Ultimately, a 0.035 standard glidewire with 5-fr kumpe catheter was used to pass through the filter. This was then exchanged for a stiff glide wire to be able to navigate around the device. The outer sheath was then advanced along the catheter and the catheter removed. The cone system was then deployed and clearly engaged the hook of the filter but did not appropriately capture the filter. The wire then had to be redirected to the contralateral side with the kumpe catheter as previously. The en snare device was then attempted to be placed however as the device exited the sheath, the radiopaque ring was found to be separated from the sheath. The device was immediately removed and fluoroscopy used to localize the radiopaque ring in a posterior branch of the ivc, likely a lumbar vein. The device sheath was inspected and found to be essentially intact with the exception of the radiopaque marker which had entirely distracted from the sheath.